Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a no delivery alarm during manual prime. Troubleshooting was performed. The programming, time and date on the insulin pump were correct. The customer stated that insulin was not exiting when the plunger was pushed. Then the customer change the infusion set and insulin still did not exit. Assisted with manual prime and it was successfully done. The customer's most recent glucose reading was 510mg/dl. Ran a fixed prime test and passed. The customer stated that he lost the insertion tool and he uses manual insertion. It was stated that the customer accidentally pulled the plunger out and all the insulin spilled out. The customer called back and performed the high pressure test and the test did not passed. No further info was provided.